Event description:
It was reported that the pt may have been infected following the pump implantation. It was stated that the pt had "some issues" (undefined) post-operatively. The pt was "sick" after the device was implanted. It was later stated that the pt was "doing fine." The pt's pump contained baclofen. No information was provided regarding the concentration or dosage of the medication used in the pt's pump. No further details, pt symptoms or outcome was provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).